Event description:
Ous MDR - after an implantation period of about 64 months, oversensing was reported. No adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 36 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The inner coil and the conductor cable to the ring electrode were found fractured. The coating of the conductor cable to the vcs shock coil as well as to the rv shock coil were damaged. These findings can be considered as the root cause for the observed noise as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further analysis showed a damaged insulation at approx. 10.5 cm distal to the is-1 connector pin, as a result of friction between the lead body and the generator housing. The cuttings in the insulation and the deformation of the fixation helix occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.